Event description:
It was reported by service report that the brake light was not working correctly. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: brake switch.